Manufacturer narrative:
Upon receipt, a thorough evaluation of the device was performed. The device as returned with six competitive wrenches, two torque and 4 non-torque. A visual inspection of the device header and case noted no anomalies. All set screws moved freely. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series electrical tests were also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that during a competitive left ventricular lead revision, the physician experienced difficulty with the setscrews on this cardiac resynchronization therapy defibrillator (crt-d). The physician reported that all the setscrews were loose and were difficult to manipulate. A new competitive device was implanted. The boston scientific crm field representative was not present at the case, but was given the explanted device and wrenches used in the procedure.